Manufacturer narrative:
During device evaluation and functional testing performed at zoll, the autopulse platform (s/n (B)(4)) failed the initialization (power-on-self-test). The root cause of the observed issue was a defective processor board, likely caused by a defective component. To remedy the issue, the processor board was replaced. No physical damage was observed on the returned autopulse platform. Upon further visual inspection of the platform, noted the blood ingress after the front and bottom enclosures were removed. The observed issue was likely attributed to user mishandling. The platform was bio-cleaned to address the issue. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During device evaluation and functional testing of the autopulse platform (s/n (B)(4)), the platform failed the initialization (power-on-self-test). No patient involvement.